Manufacturer narrative:
(B)(4).

Event description:
The pt had to keep increasing the voltage of her device in order to receive stimulation. When tested, impedances were high on every electrode. The pt went for revision surgery. Intra-operatively, impedance was high when testing the extension electrodes at the ipg insertion site, as well as when testing the lead after disconnecting the extensions. The extensions and lead were replaced. Following replacement the pt had stimulation on both sides and impedances were normal.